Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the patient reported that within the last few weeks (maybe 3 weeks) they noticed they were having more trouble controlling their bladder. In the last several days the patient was urinating quite a bit more frequently, and in the last 3 or 4 days the therapy didn't seem to help at all with urinary urgency. The patient mentioned that they had not changed their water intake within a few hours of bedtime. The patient also mentioned that they take myrbetri q and there was one day they forgot to take their medication, but they didn't have urge incontinence that entire day. The patient's nurse practitioner (np) advised the patient to take the myrbetriq at night instead of the morning, but their symptoms got worse when they started taking it at night. Prior to this event, the patient had an appointment with their np on (B)(6) 2026 and the np put the patient on entirely different therapy settings. The patient thinks they were on program 7 prior to that appointment, then the np changed them to program 6. The patient mentioned that they could feel very faint stimulation in their scrotum during that appointment, and they had been on the same therapy settings ever since. The patient also remembered that they had a fall a couple of weeks ago, which they believe occurred around the same time as the event date. The patient said their feet tangled underneath them as they were walking backwards in a store and they landed on the butt cheek the ins was implanted in. The patient said they hit their head as well, but they didn't consider it to be a severe fall because they weren't dizzy, didn't black out, and they weren't sore afterward - they were just a little tired. During the call, the patient connected to the ins which showed program 6 was active. The patient changed back to program 7 because they said it worked better for them than program 6. However, the patient started to feel a slight tingling at the ins site rather than feeling stimulation in their bicycle seat area. The patient thought perhaps the fall caused something to jar loose. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient said they will send a message to their hcp.